Event description:
The customer reported via phone call that he had a button error alarm. Customer's blood glucose was 324 mg/dl at the time of the call. Customer's blood glucose was 225 mg/dl when he received a button error. Customer stated that the pump was out in the rain but it didn't seem to be wet at all. Customer stated that there was no moisture in the pump. Customer thinks that he has had the pump for 3-6 years. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had cracked case at display window, reservoir tube, reservoir tube lip, and battery tube threads. It also had minor scratches on the lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.